Event description:
During a transobturator mid-urethral sling procedure, the wire at the end of one sling broke/frayed, and had to be replaced in order for the procedure to be completed. This resulted in an additional 15-20 minutes intra-operative time, however, estimated blood loss remained at <100cc. No other negative outcome resulted.